Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized since (B)(6) 2015 with a high blood glucose level of 600 mg/dl. Her high blood glucose level was treated with a manual injection or insulin drip. There was a 911 call for their high blood glucose level prior to hospitalization. The customer had a diabetic ketoacidosis. The customer had lethargy, nausea, and trouble breathing. The customer was not wearing the insulin pump at the time of the 911 call. She took the insulin pump off the morning before she came into the hospital. Leaks were observed from the center of the tubing while troubleshooting. The customer's nurse believed the insulin pump's settings were inaccurate. The device was not returned.